Manufacturer narrative:
The reported filter leak was confirmed by the investigation. No product samples were received by the manufacturer for investigation. However, a picture was provided by the customer documenting the reported filter leak at the filter air vent. Without the return of the product, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A batch record review was performed and no discrepancies that may have contributed to a complaint of this nature were found. Additional information: (B)(6).

Manufacturer narrative:
The device is expected to be returned to the manufacturer for further evaluation but has not yet been received.

Event description:
It was reported that an unknown chemotherapy medication was noticed to leak from the 0.2 micron filter, at the air vent, of the device. The leak was reported to be noticed during a patient infusion; however, no patient harm was noted. No additional information is available at this time.